Event description:
On (B)(6), 2007, the patient was treated for an abdominal aortic aneurysm and implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. On (B)(6), 2008, the patient was brought in urgently and underwent open repair and explant of the endoprosthesis. This included ligation of the left renal vein and dissection of the iliac arteries, controlling them with vessel loops. A 22 mm tube graft was sewn in place of the explanted endoprosthesis. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Type iii endoleak. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak, surgical conversion. Additional device(s) related to this event are: (B)(4).